Event description:
During review of a vns patient's programming history, it was noted on (B)(6) 2009 the device was interrogated and the settings were 1ma/30hz/500pulsewidth/30sec on/5min off, systems diagnostics were performed which resulted in "fault". A final interrogation was not performed to verify settings. On the next recorded on (B)(6) 2009, the first interrogation of the device revealed the settings were 1ma/20hz/500pulsewidth/30sec on/60min off; the settings were corrected this day.

Manufacturer narrative:
Analysis of programming history.